Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned results for 2 patients tested for ca2 calcium gen.2 (ca2) on a cobas integra 400 plus. Based on the data provided, the results for 1 patient were erroneous and it is not known if the erroneous results were reported outside of the laboratory. The initial ca2 result was 1.73 mmol/l. The sample was repeated 12 times with results of 2.37 mmol/l, 2.35 mmol/l, 2.34 mmol/l. 2.39 mmol/l. 2.33 mmol/l, 2.23 mmol/l, 2.30 mmol/l, 1.57 mmol/l, 2.38 mmol/l, 2.00 mmol/l, 2.34 mmol/l and 2.39 mmol/l. No adverse event occurred. The ca2 reagent lot number was 19636101. The expiration date was not provided. The field service representative (fsr) went to visit the customer site but was sent away. The customer declined an onsite visit and will not be providing further information about this event. The calibration and quality control data provided by the customer were within the acceptable range and do not point to an instrument problem. A potential root cause may be related to contamination; however this could not be confirmed since the customer would not provide any further data for review. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The customer indicated that the issue was resolved by performing half yearly maintenance on the instrument and by checking and installing the correct wash cycles.